Event description:
Customer reports one incident of a blood leak on reuse #13 during pt treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.